Manufacturer narrative:
Additional narrative: the device was returned for service, however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device reflected heat with a reading of 119.3 degrees fahrenheit which was greater than the manufacture¿s specification (119.3 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit). It was further determined that the device had vibration and the unit reflected noise with a reading of 78 decibels which was greater than the manufacture¿s specification (78 decibels; specified reading is sound level must not exceed 76 decibels). It was further observed that there was a broken drive shaft. It was further determined that the broken drive shaft was consistent with using excessive force while the motor was in use. That was what caused the motor to be loud, vibrate and heat up. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user misuse and possibly error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor was loud on the motor device. It was further reported that the device had vibration and was heating up. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.